Manufacturer narrative:
(B)(4). Advancer bypass the analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality and it fired four malformed clips due to an advancer bypass; the remaining four clips were conforming. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device could not be closed correctly. There were no adverse consequences for the patient. No additional information is available.